Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulties.

Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulties.

Event description:
A report was received that the patient will undergo an ipg replacement due to charging difficulties.

Manufacturer narrative:
Additional information was received that charging re-education was successful. The ipg is in a correct orientation. The patient will have a revision due to pain at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulties.

Manufacturer narrative:
Additional information was received that the ipg was replaced per the physician's preference. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of the ipg causing pain at the pocket was not confirmed. The device passed all the required tests. The device exhibited normal device characteristics.